Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports that the device does not pass the functional check. There was no patient involvement reported.